Manufacturer narrative:
(B)(4). If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample. The sample was not received for evaluation; therefore, the root cause could not be determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine. This event occurred during patient use. The home patient (hp) was connected at the time of the alarm and did not disconnect anytime prior. The technical service representative (tsr) helped the home patient (hp) clear the error and informed the hp of the error's meaning. The tsr instructed the hp to replace the setup and restart. The hp will follow instructions given. There was no patient involvement and there was no patient injury or medical intervention associated with this event.